Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 8.9 mmol/l. The customer stated that the pump has not been dropped or bumped, or exposed to moisture. The customer will be sent a replacement pump.